Event description:
The user facility reported over the course of a patient procedure their surgical table's head section slowly drifted downward. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and was unable to duplicate the reported event.the technician checked the batteries, connections, and hydraulic lines for leaks but was unable to identify any issue.